Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the insulation ruptured after patient received a shock. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found proximal insulation abrasion at 18.5 to 20.0 cm from the connector pin and the sensing coil was exposed. The abrasion is consistent with friction to can.